Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was to be implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During procedure, the wallflex biliary stent was noted to be defective. The procedure was not completed due to this event and the action taken by the physician to try to resolve the event was hospitalization. There were no patient complications reported as a result of this event.